Manufacturer narrative:
A philips field service engineer (fse) / authorized service personnel (asp) was dispatched to the customer site. The fse reported that the device passed the self-testing via fluke 7000dp. The fse also reported the following information: the patient contact indicator light was not green when the doctor shocked to the patient. The screen displayed no shock was delivered. The doctor improperly performed the operation by omitting to check the contact pointer on the paddle handles and discharged the shock charge when the paddles were not in complete contact with the patient¿s chest, which prevented the device from delivering the shock. The patient hung him/herself before arriving at the hospital. The patient was found to have no vital signs when he/she arrived at the hospital. The patient¿s relatives have not raised any objection, issue, or concern regarding the results of the hospital resuscitation attempts. Philips fse investigated the issue and determined that the issue was not consistent with a product malfunction and that the device passed all test and was safe for continued use. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem. No further investigation or action is warranted. Requested patient information, but information was not provided.

Event description:
It was reported to philips that the device cannot discharge during an emergency. A patient was reported to have died.